Manufacturer narrative:
The alarm lamp board was found defective and replaced.

Event description:
Hamilton medical ag received the following incident description: in test 20, alarm lamp doesn´t work. Yellow alarm is not working.

Manufacturer narrative:
The alarm lamp board was found defective and replaced. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: in test 20, alarm lamp doesn´t work. Yellow alarm is not working.